Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reports being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer responded the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing medtronic logo. Unable to verify no com pump to xmtr or perform the displacement test, sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found no physical or moisture damage on pcba 1, pcba 2, force sensor or motor. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay. Flashing medtronic logo isolated to the electronic assembly. Pump failed to download history files and traces due to a hardware error. No com pump to xmtr was unknown. Cosmetic damage found on the keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.